Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced cartridge leakage immediately after filling, and troubleshooting revealed the user had been introducing air into the cartridge before adding insulin; education on correct filling technique was provided and completed. No reported adverse clinical effects, and blood glucose was reported to not have been affected. Outcomes included no alarms, no device alerts, and no need for medical attention. Investigation included customer communication, device use review, and troubleshooting with user education. Investigation of this case revealed user technique error resulting in leakage at the cartridge during filling. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper filling technique.